Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to insert the left ventricle lead into a target vessel, but the lead was removed for an unknown reason. Insulation damage was noticed during the flushing of the lead. The lead was not used and replaced. The patient was in stable condition.